Event description:
Information received a smiths medical information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is reading out of calibration and reading to high. No patient adverse events reported.